Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 541 mg/dl. Customer's other blood glucose value was over 500 mg/dl and 230 mg/dl. Customer stated that the no alarm on the insulin pump. The customer was treated with bolus. It was unknown weather customer was using auto mode feature or not. Customer declined to troubleshooting for high blood glucose. The device will not be returned for analysis.